Event description:
During follow-up with the peritoneal dialysis (pd) nurse concerning a low drain volume alarm on the homechoice (hc) with a report of fluid leaking onto bed, the nurse reported the home patient (hp)'s transfer set had disconnected from the adapter and had fallen off. The hp was seen in the clinic right after this event. The nurse replaced the transfer set and the hp was given antibiotics. The hp had a kendall plastic catheter adapter. Per the nurse there was no visible damage or residue on the threads. The nurse was not aware of anything that may have caused the connection to become separated. The hp had been sleeping at the time of the event. The nurse reported the hp was seen on (B)(6) 2010 for follow-up and was doing fine with no reported issues.

Manufacturer narrative:
(B)(4). Sample discarded.